Event description:
The customer reported that the ventilator went vent inop due to a data acquisition pcba adc failure and did not alarm. A vent inop condition during normal ventilation operation precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the unit was in use on a patient and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. Pse advised the biomedical engineer to evaluate the data acquisition to motor controller cable. The biomedical engineer reported when the cable was moved the ventilator audibly alarmed and went vent inop as initially reported. At the request of the customer, manufacturer's field service engineer replaced the data acquisition pcb to motor controller pcb cable. Final testing was performed and passed to operating specifications.